Event description:
A pump module was sent to service with the report of a burnt iui and case. Biomed reported no details available as to actual event except the device was infusing and was found to be smoking. No report of actual burning, flame, visualized smoke, arcing or spark. There was no impact on the patient, the user substituted another device and sent this one to clinical engineering. Clinical engineer has closed their investigation with no further action beyond sending the device in for repair. Biomed also reported the associated pc unit is fine, he replaced the iui and put pc unit back into service, would not provide the serial number. Although requested, no additional patient or event information was provided.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included. The device has been received but the investigation is pending. A follow up report will be submitted once the investigation has been completed.